Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. Prior to the procedure, the physician attempted to inflate the device; however, the balloon ruptured and a hole was observed, rendering the device unusable. The procedure was completed with another cre wireguided dilatation balloon device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block e1: initial reporter facility name is the (B)(6) hospital of (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.